Event description:
On 3/2/2022, it was reported by a sales representative via email that an abs-10012 acp kit serie ii butterfly needle was not properly held by the connector valve during the blood draw, causing it to fall off and spill the patient's blood. This contaminated the attachments that were on the table. Surgeon opened a second kit to complete the procedure. This was discovered during a prp injection on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.